Manufacturer narrative:
Continuation of d10: product ID: 977a260 lot#/serial#: (B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2024, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 06-aug-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources, regarding a patient implanted with a neurostimulator (ins). A lead fractured, damaged, or broken was reported. Obviously kink in lead just distal to anchor. High impedance. All contacts >10000. Checked in wens to confirm lead vs ipg issue. High impedances across lead. Replaced lead. Therapy restored. This was part of normal end of service (eos) replacement of ipg. The cause was unknown. The explanted devices were discarded.